Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported the catheter is too rigid posing a high risk of rupturing a vessel. It was also reported that sometimes there is an inability to thread the guidewire through the introducer once it is in as it only advances 7-8 cm at most.